Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown procedure on an unknown date, the threaded driving cap and radiolucent insertion handle were broken. Patient status and procedure outcome is unknown. This report is for a driving cap/threaded. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Material was used with correct hardness after procedure and documented in DHR file. Investigation summary background: it was reported that the driving cap was broken. Investigation flow: broken. Visual inspection: visual inspection performed at customer quality (cq) confirmed the condition of device breakage, which agrees with the reported complaint condition. The device has broken at the most proximal thread form of the distal threaded tip. The broken off distal threaded tip was returned. The fracture surface appears homogeneous with no voids or dark spots. The balance of the device shows surface wear consistent with use and which would not impact the functionality. No new issues were identified during the inspection. The complaint condition was confirmed. Drawing/specification review: the drawings were reviewed during investigation and no design issues were noted. Connector for insertion handle: dimensional inspection: a measurement of the relevant features of the remaining threaded tip was unable to be performed due to the damage present on the device. Conclusion: a visual inspection, document/specification review and dimensional inspection were performed as part of this investigation. The distal threads of the. Updated lot, part number. The device was received, the investigation is in progress. Device was used for treatment, not diagnosis.

Event description:
10/31/2018: updated event description: it was reported that on (B)(6) 2018 during intertrochanteric fracture the tip of the threaded driving cap and radiolucent insertion handle were broken. Patient outcome is unknown. It is unknown if there was surgical delay. Procedure outcome was successful. This report is for two (2) devices. This is report 1 of 2 for (B)(4).